Event description:
It was reported that the bag was leaking out of the top where the tube connects to the drainage bag. The bag was replaced with another bag with no subsequent leakage. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.